Event description:
Customer reports to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 40 and blood glucose was 108 mg/dl. Customer also reports to have received a calibration error and "change sensor". After troubleshooting, customer was advised to monitor issue, call back should issues persist and that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors showed that it was functioning properly and passed all functional testing. However, unable to confirm the needle complaint due to the customer did not return the insertion needles.